Event description:
As reported, during surgical use, the glenoid skid broke in half while reducing the shoulder. It was tossed to prevent it being in circulation. There was no reported surgical delay/prolongation. There was no adverse outcome. No patient information/medical history reported.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.